Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Report source, literature - ernstbrunner, l. Et al (2018). Long-term results of total elbow arthroplasty in patients with hemophilia. Journal of shoulder and elbow surgery, 27(1), 126-132. Doi: 10.1016/j.jse.2017.09.009 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that three years postoperatively a cement mantle broke and loosened a humeral component. Subsequently, the stem was exchanged from 4¿ (extra small) to a 6¿ stem. Attempts have been made and additional information on the reported event is unavailable.